Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose was 175 mg/dl. The customer stated that he had 5 infusion sets go bad. The customer stated that 4 of the infusion sets resulted in the insulin pump alarming no delivery. Customer stated that the fifth infusion set just came apart, the tubing came off, and it disintegrated. The customer complained that with every box of infusion sets, there were 2 to 3 infusion sets with something wrong with it. The customer wished to wait to troubleshoot for the infusion sets in case something bad happened. The customer was advised that the infusion sets would be replaced and agreed to return the sets for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.